Event description:
It was reported that the customer received an alert to calibrate while driving. Customer went home to do so but the display on the pump was blank. Customer changed the battery and the pump powered back on. There was no damage on the pump and pump was not exposed to moisture. Customer was informed that it could be a contact issue with the cap. Customer was advised to clean out the compartment and battery cap with a dry q-tip. Customer was advised to check for rust or corrosion. New battery cap will be sent. No further assistance needed.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.